Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis - visual inspection with unaided eye performed. The tested unit was soiled and arrived assembled. Spring test attempted. Unit successfully passed the spring test and functioned as designed. The drill test was performed. Unit successfully drilled 5 holes, and the perforator functioned as designed. The complaint could not be verified. Unit passed all functional tests. Root cause analysis - functional testing was completed with acceptable results. The report of failure of auto-release function could not be confirmed. A potential root cause of the reported failure may be related to the angle positioning and/or pressure application during use.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID 261221) auto-release function was not working properly even after the hole was made. The device was used to complete the surgery. The event led to less than 30 minutes of surgical delay. According to information provided, it is unknown the manufacturer of the drill used, if the drill was electric or pneumatic, if the perforator clicked in place in the drill, if the recommended spring tests were performed between each burr hole, if the angle of approach perpendicular as the instruction for used (IFU) states, if the perpendicular approach maintained through the drilling process or if there were any rocking motion included, and if there was constant downward pressure.